Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 175-215 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.